Event description:
Doctor inserted the needle into the left tibia, but with difficulty. A second needle was inserted into the right tibia and when unscrewing the top, the introducer needle snapped off. The doctor then retrieved the stylet with artery forceps. On placing the set to commence fluid resuscitation, the hub came off, rendering the needle useless. Placement of the third needle was unsuccessful also. Doctor did not feel this contributed to the death of the pt.